Event description:
It was reported that a cartridge alarm occurred during the load process. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was reported to be 227 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.